Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has recommended that they discontinue byte aligner treatment. The dentist recommends that the patient only continue treatment under the direct and in office supervision of a licensed dentist or orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.